Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion, pain and recurrent umblical hernia.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2017 by (B)(6).

Manufacturer narrative:
Date sent to the FDA: 04/16/2020. Additional narrative: it was reported that the patient experienced abdominal pain, loss of appetite and irregular bowel movements following surgery.

Manufacturer narrative:
Date sent to the FDA: 04/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.